Event description:
It was reported that the lead fractured and triggered a patient alert. The lead was explanted and was not replaced due to laser extraction complications that ripped a huge hole in the atrium. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the distal conductor was fractured. The proximal conductor was also fractured. The distal and defibrillator conductors were distorted. Several conductors had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay and it was melted, had cosmetic environmental stress cracking and was breached cut. The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism and the lead was stretched.